Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During device analysis, the service technician identified that the device had a burn on the c-cover. There was no patient involvement.

Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the burned c-cover was use of a high-energy instruments (lasers, radiofrequency, etc.) Without maintaining sufficient distance from the scope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.